Manufacturer narrative:
This supplemental report is being submitted upon further review of the MDR complaint filed on (B)(6) 2012. It has been determined that 21 additional mdrs are needed to account for the reported number of patients allegedly infected by the scope. The independent laboratory, delft university, conducted disassembly of the tip of the subject device and biological sampling from parts disassembled. It was found that the brownish deposits were visible on both sides of the 0-ring (patient side and cavity side). Sampling from the distal end cover was positive for miv-pseudomonas to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that some parts of the tip were discolored to a brown color, and elemental analysis showed that it was oxidized stainless steel. The ft-ir spectroscopy showed that there was no component relating to pseudomonas aeruginosa found from samples. Based on omsc's investigation, the brownish deposits on the o-ring were metal particles due to repeatedly manipulating the forceps elevator, and are not human origin. The instruction manual instructs to flush the vicinity of the elevator forceps with detergent solution and raise the forceps elevator to an angle of approximately 450 when using automated endoscope reprocessor to clean and disinfect the back of the forceps elevator sufficiently. According to the investigation report by subsidiary body of the netherland competent authority, it was not evident from the information provided by the user facility that the above two instructions were acknowledged and followed. It is not possible to establish to what extent the two factors, which are the design of the scope and the failure to follow fully the cleaning instructions, contributed towards the outbreak of positive vim pseudomonas. The cause of the patient infection could not be conclusively determined.

Event description:
On (B)(6) 2012, the user facility reported that pseudomonas aeruginosa were identified from 16 patients. At a later time, olympus received additional information that during outbreak, the user facility had 24 patients with vim-2 pseudomonas. In 22 patients the ercp was performed with one of tjf-ql80v in use at that time.

Manufacturer narrative:
According to the journal, the user facility cultured the subject device, and clonal relatedness of the vim-2 p. Aeruginosa was confirmed for 22 cases and for the vim-2 strain isolated under the forceps elevator of the device. Enterococcus faecium was also isolated from this site. Environmental sampling was performed, and revealed the vim-2 p. Aeruginosa in four sinks at the gastroenterology and hepatology (geh) department and in a water recipient in the endoscopy suite. In addition, the vim-2 is known to be present at the ICU at a low endemic level. Repair history of the device was reviewed by an olympus subsidiary in (B)(4). The record showed that the device was repaired one time in november 2011. The device passed all inspection items of final inspection after the repair. It could not be identified that the device or environment such as the geh department and the ICU related to the patient infection. The cause of the infection could not be conclusively determined.

Event description:
This supplemental report is being submitted to provide additional information based on the medical journal article that olympus found on april 27, 2015. From january to april 2012, 30 pts with a vim-2-producing pseudomonas aeruginosa were identified; 22 out of 30 patients had undergone an endoscopic retrograde cholangiopancreatography (ercp) using the subject device. 8 out of 30 patients had not undergone an ercp. Seven out of 8 patients without a history of ercp had a history of ICU stay. The device was introduced to the user facility in (B)(6) 2011. No infection in which the device was involved occurred until (B)(6) 2012. The device was withdrawn from clinical use on (B)(6) 2012. The first patient underwent an ercp on (B)(6) 2012 with the device, and subsequently the vim-2 (type-b) was isolated from patient's blood culture on (B)(6) 2012.

Manufacturer narrative:
The device was not returned to olympus medical systems (omsc) for evaluation because the device was being investigated by independent organization. However, the photograph of the distal end of the device which was sent from olympus (B)(4) showed the debris around the objective lens. In addition, there is no abnormal record in it manufacturing history record. From the above information only, omsc cannot conclusively determine the cause this event. However, it can be considered as a possible cause of this phenomenon that the pt infected from other than the endoscope and procedure such as environmental factor in the facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
On (B)(6) 2012, the user facility reported that (B)(6) were identified from 16 pts. The facility also reported that the device was tested because the pts received endoscopic diagnosis using the device before and same bacteria was detected in the sample which collected from distal end the device. The microbiology test for pts had been reportedly conducted since (B)(6) 2012. There is no additional information on the pts.